Event description:
The patient has been using dexcom sensors for two years and estimates that approximately 80% of them have been faulty and did not function as intended. He is deeply frustrated by these persistent issues and feels the manufacturer is unresponsive to these concerns. Regarding this specific sensor, it failed prematurely and did not last the required 10 days. It was inserted on (B)(6) calibrated correctly, and initially provided readings. However, two days later, it triggered a severe low blood sugar alert. So low that he could go coma, he corrected it with orange juice. The following morning, the system indicated that the sensor had completely stopped working. This issue has occurred repeatedly, prompting the patient to file a formal complaint regarding the product's overall quality, accuracy, and frequent failures.